Event description:
During an initial implant procedure, there was a failure to separate the stylet from the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of impossible to exit the stylet from the lead was confirmed. As received, a complete lead with a stuck stylet with a missing cap was returned in one piece for analysis. Visual inspection found the inner coil inside the connector region was bunched up and the polytetrafluoroethylene (ptfe) coating of the stylet was stripped off inside the connector pin. The cause of the reported event was due to bunching of inner coil and stripped ptfe coating of the stylet. The s-curve hump height was measured within specification.